Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the pump tubing had a leak/tear. The device was revised/replaced.

Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. A separation within abrasion was noted on the longer exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the shorter exhaust and inlet tube of the pump. These were not sites of leakage. No functional abnormalities were noted with either cylinder. Tow sutures were attached to both cylinders. Based on examination of the returned product, it was concluded that while in-vivo both all pump tubes had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the longer exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.